Event description:
Reporter alleged passing out due to falsely high blood glucose monitoirng device results. Reporter stated taking insulin based on device result of 190 mg/dl and passed out. Reporter stated emergency medical technicians (emts) tested glucose shortly afterwards and result was 20 mg/dl whereby he was then treated with glucose gel. Reporter stated family member then transported him to the hosp where he was treated with dietary adjustments before being released in the evening. Reporter indicated no controls were used. A request was made for the return of the suspect device and replacement product was sent.